Event description:
The pt reported on (B)(6) 2014 she was having trouble breathing and heavy chest pain. She called her healthcare provider; they were concerned that she was having a heart attack and instructed her to go to the ER. Upon arrival she was diagnosed for high blood glucose (exact bg level was not provided), high ketone levels and dehydration. She was given insulin intravenously. She did not provide any further info regarding the ER visit.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were review.